Event description:
The user facility reported that during a balloon assisted colonoscopy the splinting tube migrated into the rectal bulb. The device was digitally removed by a surgeon. Subsequent endoscopic examination revealed that the patient exhibited a slight tear in rectum and some mucosal abrasions. The user facility has been contacted for additional information regarding this event, but has not provided further information to date.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. The cause of the user's experience cannot be conclusively determined due to the absence of the device to investigate. If additional information becomes available in a later date a supplemental report will be provided. This report is being filed as an MDR in an abundance of caution.